Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the probe was not cutting "exactly". The condition of the aspiration was not provided. The product was replaced with another and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One probe complaint sample was returned for evaluation for the report of the probe did not operate. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 45 degrees above the stiffener sleeve. Cut testing was performed and deemed nonconforming. The sample did not cut. Actuation testing was performed and deemed nonconforming. No movement of cutter. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter broke while trying to extract it from the bent needle. The inner cutter pulled out of the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that the adhesive bond failed causing the inner cutter to detach from the coupling. How and when the needle became bent cannot be determined from this evaluation. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling and to reduce the frequency of probe complaints. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).